Event description:
The following information was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with bieffe formulae 55 and bieffe formulae 62 therapies. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on an unreported date in 2011. The cause of the peritonitis was unknown, as was whether remedial treatment was initiated for the event of peritonitis. It was unknown if bieffe formulae 55 and bieffe formulae 62 were ongoing. The physician stated the event of peritonitis was unrelated to bieffe formulae 55 and bieffe formulae 62 therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the cause was no device malfunction or use error identified. There was no batch review or sample evaluation for the disposable set. The event description did not state any apparent use error or other issues that could have caused contamination that resulted in peritonitis.